Event description:
On 2023-oct-16, information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that when they try to raise the stimulator volume, they get the message settings not available. Agent understood the volume to be the intensity. Patient stated that they have tried resetting the controller, turning the controller on and off, and MRI mode but the message will not go away. Patient mentioned that they turn the intensity down at night because it keeps them from waking up at night, but this morning the intensity would not go back to where it was originally programmed to be. Agent asked if the patient had any recent injuries or falls; patient denied any recent falls or injuries. Patient mentioned that they had spoken to rep on the phone about the message on the screen; the rep told them that they would not do any type of reprogramming or anything different and to call patient services for a new controller. Agent redirected patient to their healthcare provider to further address the issue. No symptoms were reported. On 2023-dec-15, additional information was received from the patient reporting that steps taken to resolve the settings not available message was they saw technician and said one of the leads was not working. They reset the stimulator and the issue had been resolved, however the patient noted that it was not working as well as it had been.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-dec-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 17-dec-2022, UDI#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.